Event description:
Patient reported that she has had ongoing issues since the pump was implanted and that it is worse than before the pump was implanted. The pump previously delivered morphine and patient's feet were swollen for six months. The patient gained 10 lbs and was put on water pills and had lost a little. The medication was changed to fentanyl approximately three months ago and had been increased four times and it felt like it was going through her. The patient did not feel any response to the pain or the bolus's. The patient was taking as many pills as before the pump and was not able to work or do housework. The patient experienced pain on the right side where the incision was, which was getting worse, and she would cry from the pain. The patient felt like they were having a spasm, that something was touching their spine or a nerve which she had not felt before. The patient had been dealing with back problems since she was (B)(6) and pain since her accident in 1974 and was now having triple the pain and wants the pump out. The pain pump felt like it was at an angle, like it was sideways, and there was a hard bump on her stomach. An MRI and a catheter dye study were planned. They were doing an MRI to see if there is 'something wrong with the wiring that's connected to the back.' The patient experienced depression and had gained weight. The patient was stressed financially and emotionally. The pump previously delivered morphine. The pump currently delivered fentanyl and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).